Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had an occlusion problem. The customer stated that the device was alarming for an upstream occlusion when no occlusion was present. It was also reported there was no pt involvement.